Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? What troubleshooting steps were attempted to remove the device (knife reverse switch, manual override)? Did the jaws eventually open? The device was not locked on tissue. It was loaded with the second reload and closed to insert into the patient. At that point it would not open. A like device was opened and used to complete the procedure.

Event description:
It was reported that during a laparoscopic appendectomy procedure, would not open after using two white reloads. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # p5669v. The analysis found that one pse45a device was returned with no apparent damage and with one ecr45w cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.